Event description:
The device was used during a laparoscopic procedure. Reportedly, on the second firing the knife cut but the staples did not form properly. The surgeon oversewed the staple line. No pt injury was reported.